Event description:
It was reported that the patient experienced a ¿brief sensor issue¿ alert on the ilet system while treating a low glucose, during which glucose readings temporarily stopped and later resumed, with a reported blood glucose of 191 mg/dl after recovery. Symptoms included hypoglycemia. Outcomes included no injury, no emergency treatment, and successful self-management with oral glucose per guidance. Investigation included customer interview, device-use review, and troubleshooting education. Investigation of this case revealed transient sensor data interruption with recovery and no reproducible device malfunction. It was concluded that hypoglycemia occurred with an unclear cause and that the device functioned as designed after the brief sensor issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.